Manufacturer narrative:
The event occurred (B)(6) 2021 to (B)(6) 2021. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was unable to perform treatment using a minicap transfer set; further described as "catheter was blocked". This was observed during patient use of the device for peritoneal dialysis therapy. The transfer set was disconnected from the patient and the nurse was unable to flush saline through the set. The set was "leaking where the dark blue segment connects to the light blue segment". The transfer set was replaced and the catheter flushed with no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.